Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information and the device: is the white tissue pad completely missing from the clamp arm of the device? To date, no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic hemicolectomy procedure, after about thirty minutes of dissection time, the white teflon pad melted off the jaws of device. Teflon pad was retrieved and kept along with the deice. A diathermy device was used to complete the procedure. There were no adverse consequences for the patient reported.